Manufacturer narrative:
Failure event observed during analysis. Final analysis found an abrasion on the inner insulation was noted ate 13.6 ¿ 14.5 cm from the distal tip. Exposing the inner coil on the distal portion of the lead. The reported events were isolated to the inner and outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.